Event description:
It was reported that the patient experienced major bleeding and hematoma. The patient had a very tortuous and calcified anatomy in the aorto-iliac tract. Access was gained via the right femoral artery. The 14f isleeve introducer sheath was placed and balloon aortic valvuloplasty (bav) was performed. Advancement difficulties were encountered while advancing the acurate neo2 transfemoral delivery system through the iliac artery. The delivery system became stuck within the isleeve during advancement. The safari guidewire was lightly pulled and the loaded acurate neo2 valve became bent. The delivery system was removed and discarded. Access was then converted to the left femoral artery. During the initial puncture, a smaller surrounding vessel also was punctured. This resulted in major bleeding. Due to this event the procedure was aborted. The patient was discharged and expected to fully recover. Another tavi procedure will be scheduled once the patient's femoral heals.